Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator (ICD). The patient had worsening heart failure and was taken to the hospital. During the transport, the health professional interpreted the electrocardiogram (ECG) monitor signal, and thought that the ICD was dysfunctional and therefore, delivered external defibrillation. Investigation indicated that there were "artifacts" shown and the cause is unknown. These artifacts had stopped after the shock was delivered. The patient was treated for the heart failure, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate external defibrillation." International journal of cardiology. May 17 2012;157(1):e3-e4.